Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient was calling to inquire about MRI compatibility and reported that their implant was dead. The patient then said, "well they didn't say it was dead...they said it needed to be replaced". Patient services asked the patient to clarify if they meant the battery was at 'end of life' and if the battery was normally depleted due to the age and the patient said, "I don't know ...it's only been three years." Patient services then reviewed with the patient that registration showed they only had one bowel stimulator that it was implanted on (B)(6) 2019 and the patient stated that battery had died months before so they had it replaced. Patient said "so they said I need it (their current ins) replaced, so it's dead and here's my question: I need to get an MRI but obviously I can't put it into MRI mode. Is it ok for MRI since it is dead?" Patient services asked the patient if they had an ID card for their current bowel stimulator as they could only see the implant from 2019 and the patient stated they did have an ID card of their current ins and read the implant serial number on the ID which was the implant the patient had registered and it was implanted in 2019. Patient services then reviewed MRI compatibility for the 2019 registered system with the patient explaining that they would need to have a doctor verify the implant was depleted referencing the MRI eligibility form in MRI labeling for a depleted ins battery. The patient stated,"so I can't get an MRI of my back" and stated they wanted to have it removed and accepted patient service's offer to send physician listings as they no longer had an hcp. Patient services sent the patient physician listings for bowel at the patient's request. The patient also acknowledged that the other implanted device in registration was their spinal cord stimulator for pain, that they had both the bowel stimulator that was dead and the pain stimulator. To clarify one final time patient services reviewed ins battery longevity considerations for the device from 2019, explaining to them that their current implant being dead would be expected given the age of the implant and the patient again stated "I've already had that replaced once" which contradicts the ID card and the serial number the patient provided and claimed was their current implant. Patient services again stressed the MRI information provided to the patient on the call was based off of the 2019 implant sn that is on their ID card which the patient still claimed was for their current implant. The patient is going to follow up with a healthcare provider (hcp) to discuss removal of the implanted system.